Manufacturer narrative:
(B)(6). Occupation: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a arndt endobronchial blocker set deflated and was unable to re-inflate during a procedure. The device was placed and inflated under fibroscopy. The patient was "installed" in a lateral decubitus position. When checking the "exclusion", it was discovered that the balloon was deflated and was unable to be re-inflated. A new device was used to complete the procedure. It was also reported "new fibro: shredded balloon; no debris found but no certainty about it". No adverse effects to the patient have been reported. Additional information regarding the device has been requested but is currently unavailable.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation - evaluation. It was reported to cook that the balloon within an arndt endobronchial blocker set (rpn: c-aebs-7.0-65-sph-as) ruptured. This incident was reported by(B)(6), in (B)(6) (B)(6) 2020. The device was removed and another was placed to successfully complete the procedure. No adverse effects were reported. A review of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), quality control and specifications, as well as a visual inspection of the returned device, was conducted during the investigation. One used device was returned to cook for evaluation. Upon visual inspection, the balloon was found to be ruptured but did not have any other visible damage. Cook has concluded that this device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) found that this product is both safe and effective for its intended use. Though the customer did not provide a specific lot number for this event, cook was able to narrow down three potential lot numbers for this device (9914390, 10204796, and 13053275). A review of the dhrs for each of these lots revealed no recorded non-conformances. A database search did not identify any other events associated with any of the three lots. Based on this information, cook has concluded that non-conforming product from these lots does not exist either in house or in the field. Cook also reviewed product labeling. The product IFU for ¿arndt endobronchial blocker set,¿ provides the following information to the user related to the reported failure mode: warnings: ¿- if any resistance is encountered in removing the blocker, the blocker tip should be inspected bronchoscopically to ensure integrity. - the enclosed blocker balloon is a high-volume, low-pressure design. Excessive manipulation over a prolonged period may cause balloon rupture or deflation.¿ instructions for use: ¿- generously lubricate the bronchoscope, endobronchial blocker and inside of the endotracheal tube. - to prevent airway damage, the balloon should never be overinflated. - upon completion of one-lung ventilation, deflate balloon and remove the catheter from bronchus. Note: assure complete deflation of the balloon before attempted removal of the endobronchial blocker.¿ precautions: ¿- this product is intended for use by clinicians trained and experienced in the use of bronchoscopes and airway anatomy. Standard techniques for use of bronchoscopes and endobronchial blockers should be employed. - inflate balloon initially under direct vision to ensure correct position and placement. Note: placement in the right mainstem bronchus may result in herniation of the balloon into the right upper lobe bronchus and thereby occlude it.¿ how supplied: ¿store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ based on the information provided, evaluation of the returned product, and the results of the investigation, it was concluded that a possible cause for this event can be traced to a component failure without a manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.